Event description:
It was reported that the ilet pump became unresponsive with a black screen despite vibrating, beeping, and showing a solid green light while on a charger, and the user transitioned to backup subcutaneous insulin therapy after noting elevated glucose on a cgm. Symptoms included hyperglycemia. Outcomes included use of backup therapy and return of the device. Investigation included troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a screen/display failure consistent with a hardware malfunction that prevented user interaction, while other device indicators remained active. It was concluded that the cause was a device malfunction related to the display subsystem.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.